Event description:
A vsi radial introducer sheath, standard kit was used during a patient procedure. The doctor was unaware that the dilator screws in, as opposed to snapping in. As a result, the sheath slid over the dilator and the patient developed a hematoma.